Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following: visual inspection revealed that the battery compartment was cracked from the threads to the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The alert date for the previously submitted device evaluation was inadvertently submitted as 07/25/2014. The correct alert date was 09/04/2014.